Event description:
The customer initially reported experiencing pressure injuries with the use of the hillrom progressa bed. The bed was located at the account. There was stage 4 sacrum pressure injury reported. This report was filed in our complaint handling system as complaint #:(B)(4).

Manufacturer narrative:
The customer initially reported experiencing grade 3/grade 4 pressure injuries among 13 patients with the use of the hillrom progressa bed. Follow up with the customer found that 7 patients were reported to have developed pressure injuries with use of the progressa bed. Each reported injury will be evaluated separately (patient 1-7). This evaluation is for patient 2, a (B)(6) male with a history of respiratory issues, covis, ards and tvp. It is noted this patient was admitted to the ICU for 24 days and developed a stage 4 sacral pressure injury. Medical intervention for the pressure injuries included mepentol oil, purilon, mepilex and cavilon. The progressa bed is intended to be used to treat or prevent pulmonary or other complications associated with immobility, pressure ulcers, or for any other use where medical benefits may be derived from either continuous lateral rotation therapy or percussion/vibration therapy. The instructions for use (IFU) states the therapy surface is not a substitute for good nursing practice. A stage 4 pressure injury extend below the subcutaneous fat into muscle, tendons, and ligaments. In more severe cases, they can extend as far down as the cartilage or bone. Treatment for a stage 4 pressure injury typically involves surgical intervention to preclude permanent impairment of the body structure. Additionally, a malfunction of this device can not be ruled out at this time as the inspection of this progressa bed is still ongoing. Therefore the event reported with this device is considered reportable. No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Manufacturer narrative:
The customer reported experiencing pressure injuries among 13 patients with the use of the hillrom progressa bed. The hospital has 20 progressa beds in use, some of which are being used by covid patients. The injuries were reported to be grade 3/grade 4 sacral and occipital pressure injuries however, specific details of the event including, clarification if the associated patient¿s pressure injuries were preexisting, the medical treatment provided for the injury, patient¿s medical history, accessory devices utilized, and facilities positioning protocols were not provided and an initial report for all 20 beds was filed. As the customer was unable at first to attribute a patient or injury to a specific serial number, all 20 beds and surfaces were thoroughly inspected by the hrc technician and it was confirmed that the beds are functioning correctly and in accordance with the technical manual. All values are within the ranges of the technical documentation. The pressures measured were in compliance with the expectations. No malfunction, the bed was performing within specifications. Additionally the customer reverted back and clarified that it was in fact only 7 patients impacted that developed pressure injuries and it was possible to clarify on which beds the patients were located. This report is for the bed with the serial number (B)(6) for patient 2, a 64-year old male with a history of respiratory issues, covis, ards and tvp. It is noted this patient was admitted to the ICU for 24 days and developed a stage 4 sacral pressure injury. Medical intervention for the pressure injuries included mepentol oil, purilon, mepilex and cavilon. The bed has been inspected and no malfunction has been found. The progressa bed is intended to be used to treat or prevent pulmonary or other complications associated with immobility, pressure ulcers, or for any other use where medical benefits may be derived from either continuous lateral rotation therapy or percussion/vibration therapy. The instructions for use (IFU) states the therapy surface is not a substitute for good nursing practice. The development of pressure injuries is multifactorial and cannot only be attributed to the performance of the surface or the progressa bed. Pressure injuries can develop within 2-6 hours when capillaries supplying the skin and subcutaneous tissues are compressed, causing an obstruction in blood flow, which ultimately leads to tissue necrosis. Position changes are key to pressure injury prevention and treatment. These changes need to be frequent, repositioning needs to avoid stress on the skin, and body positions need to minimize the risk of pressure on vulnerable areas. Prevention of pressure injuries involves a multidisciplinary approach including rapid identification of at-risk individuals such as those with diabetes, incontinence, impaired mobility, peripheral vascular disease, etc., and exercising a vigilant prevention protocol consisting of skincare, nutritional assessment reducing mechanical load, and utilizing support surfaces. The hrc technician investigated the device thoroughly and could not replicate the reported issue. Based on the report that the bed was found to be functioning as designed it is unlikely that the device caused or contributed to the reported event. The inspection of the bed and its components by a hillrom technician found the bed to be functioning as designed. A stage 4 pressure injury extends below the subcutaneous fat into muscle, tendons, and ligaments. In more severe cases, they can extend as far down as the cartilage or bone. Treatment for a stage 4 pressure injury typically involves surgical intervention to preclude permanent impairment of the body structure. Based on the report that the bed functioned as designed, this reported event is considered reportable based on the severity of the injury.

Event description:
The customer initially reported experiencing pressure injuries with the use of the hillrom progressa bed. The bed was located at the account. There was stage 4 sacrum pressure injury reported. This report was filed in our complaint handling system as complaint (B)(4).